Manufacturer narrative:
This report is filed, april 18, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. On (B)(6) 2016 the abutment was removed under general anesthesia. The implanted device remains.